Event description:
Philips received a complaint about the v60 ventilator indicating that there was a touchscreen issue. A field service engineer (fse) went to the customer site, and the customer informed them that the touchscreen was having intermittent touch issue. The device was reported to be outside of use at the time of the reported problem. There was no patient or user harm reported. Additional onsite service was determined to be needed to resolve the issue. This investigation is ongoing.

Manufacturer narrative:
An fse canceled the onsite service on (B)(6) 2026. They entered into the cancellation reason field of the onsite service work order that the service was no longer required. Multiple good faith efforts (gfe) were attempted to obtain clarification on the statement and the final disposition of the device, but no response or further information was received from the fse and key market. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes.